Event description:
Consumer was using the micro tip toothbrush and kept coming off and the bristles started breaking off in his mouth.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.